Event description:
It was reported to us that a maquet rotaflow bypass pump was used during surgery on a pt. The pt came off bypass with good cardiac output and good cerebral saturations. A maquet rep of the hospital reported that the rotaflow unit was not related to the cause of pt death.